Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery (lcx). After predilation of the lesion, a 2.25 x 28 synergy stent was advanced with resistance, deployed and post dilated. A proximal stent edge dissection was observed. The dissection was covered with a smaller synergy stent and the procedure was completed without any further patient complications. Stent damage was also noted.